Event description:
It was reported that the patient developed infection at the midline incision site. Symptom of fever was noted. The infection was not device nor procedure related. The patient underwent an explant procedure. All explanted device components will not be returned as they were discarded by the facility. Additional information was received that the patient was prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: linear st lead kit 70 cm. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7098273. Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 758776. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: (B)(6). Batch: 31853958. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318 batch: unknown.

Event description:
It was reported that the patient developed infection at the midline incision site. Symptom of fever was noted. The infection was not device nor procedure related. The patient underwent an explant procedure. All explanted device components will not be returned as they were discarded by the facility.